Event description:
The account alleged a patient was in bed, the nurse raised the head section, when she released the head up button, the head section dropped very hard. No injuries were reported. The account removed the bed from service.

Manufacturer narrative:
The tech found the head drive failed and released to flat position while nurse was raising the pt's head using the bed controls. The tech replaced the head drive to repair the bed.